Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an elective replacement indicator (eri) battery status after one year of implant.